Event description:
The lay user/pt contacted lfs in 2009 alleging that his meter reverts to the set up mode. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to obtain further clinical info. The pt mentioned that the issue first began a month ago. Approx 10 days ago, the pt felt tired and had frequent urination. The pt did not seek any medical attention or contact her physician for assistance. The pt denied that this was the first time the product was being used or that the issue occurred after the battery was removed/replaced. The issue was not resolved and the meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, whether the pt continued to take their diabetes medication on a regular basis, and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the reported issue and being unable to test, the pt developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.